Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the an ambulance was called for the him and enroute to the hospital and blood glucose was 574 mg/dl. Customer had a lot of symptoms of not being able to breathe and went to the hospital on (B)(6) 2020. Customer was admitted and stayed overnight and came home on (B)(6) and was given pens to use on her blood glucose. Customer was very sick and she may passed out at any time. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump for high blood glucose level. The device will not be returned for analysis.